Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 264 mg/dl and had a high level of ketones. The contact stated that the customer had the flu and was the cause of the high bg levels. The customer was taken to the emergency room (ER) and was treated with an intravenous fluids and was still using the pump for insulin delivery. After a few hours, the customer left the ER with a bg level of 232 mg/dl in stable condition. During a pump supply change, the customer had difficulty loading 2 cartridges onto the pump. The 3rd cartridge was successfully loaded and the pump was "working ok." Per the request of the contact, troubleshooting had not occurred until 2 days later. The pump history was reviewed and a cartridge alarm 9 and 16 were found to have been received when the cartridges were being loaded. The customer's bg was over 200 mg/dl. Tandem technical support advised the contact to call in at the time of the alarm so troubleshooting can be performed. The contact acknowledged the information.